Manufacturer narrative:
On12/27/2014 an ocd field engineer (fe) arrived at the customer site, fe reviewed card upon arrival and found the card had a slight reaction in the well which resulted in the analyzer calling the reaction 1+. Fe used a different box of abd/abd cards to test all samples in question and obtained expected results. Fe had previously checked the performance of the provue for a similar issues on 12/23/2014 under service order (B)(4) where fe indicated that provue is operating as expected. Customer stopped the use of the questionable lot of abd/abd and continued to use provue without any additional problems. Cts replaced product for customer. The root cause of this event could not be determined. No reports of any incorrect or erroneous results reported as a result of this reported concern based on the discovered discrepancy.

Event description:
Customer reports a false positive result when using abd/abd gel cards on the provue. A patient was tested b positive when using abd/reverse gel cards on the provue and in manual. When the same sample was tested using the abd/abd gel cards, results obtained were a positive (the false negative portion of the complaint was captured in (B)(4) and investigated under (B)(4)).